Event description:
Event description boston scientific received information that this atrial lead had a suspected fracture. A revision procedure was performed which revealed that the lead was not fractured; however, had been pulled straight into the atrium and was not functioning appropriately in that position. The lead was removed and replaced. No adverse patient effects were noted.